Event description:
It was reported that the patient could not cycle their inflatable penile prosthesis and there was some bulging present. When the physician tried cycling the device, the pump would stay flat and would not refill to allow for further cycling. The device was replaced with an ams700 cx 21cm device with 100 ml spherical reservoir were implanted. When the device was explanted, the cylinder had been stripped of the cloth layer. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.